Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the left ventricular (lv) lead was not implanted successfully due to high pacing thresholds. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead was not implanted successfully due to high pacing thresholds. This lead was never in service and a new lead was placed. No adverse patient effects were reported. Additional information indicated that the cause of high pacing thresholds was due to patient condition. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental report was created to capture additional information that the cause of high pacing thresholds be due to changes in patient's condition, this does not suggest a product malfunction.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental report was created to capture additional information that the cause of high pacing thresholds be due to changes in patient's condition, this does not suggest a product malfunction. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) lead was not implanted successfully due to high pacing thresholds. This lead was never in service and a new lead was placed. No adverse patient effects were reported. Additional information indicated that the cause of high pacing thresholds was due to patient condition. No adverse patient effects were reported.